Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.